Event description:
A customer reported experiencing a knife that did not cut during a procedure. An alternate knife was used, and the case was completed without harm to the patient.

Manufacturer narrative:
Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause could not be identified. (B)(4).